Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The power issue was reportedly occurring during or immediately after battery changes. The reporter confirmed use of the correct battery type. The reporter denied any damage to the pump or moisture in the pump. The battery cap was reportedly able to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: investigators were unable to confirm or duplicate the original no power complaint; the review of the alarm history and the black box data showed no power reboots. The pump was run on a 24 hour basal program using a returned battery cap with no power interruptions. The pump was opened up and no defects were found to the power circuit. In addition, there was no evidence of internal moisture. The battery cap was able to securely attach to the pump; there was no damage to the battery compartment threads or the battery cap. Unrelated to the original complaint, the battery compartment was noted to be cracked.